Manufacturer narrative:
The returned device was evaluated. During evaluation green corrosion was observed at the detector nickel plated copper shield. The sensor passed all functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when patient doesn't use, measured value displayed. Also, when patient is measured, the value is low. There was no known impact or consequence to patient.